Event description:
It was reported by the patient's spouse that there were no lights on the remote monitor, it did not appear to be receiving power. The power cord was unplugged and replugged into the monitor and a different electrical outlet was tried but the situation did not resolve. A new power cord was sent to try. The monitor had previously sent successful transmissions. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.